Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was inserted with an impella cp smart assist via left femoral artery with acute myocardial infarction/cardiogenic shock. The patients comorbidities were diabetes and chronic kidney insufficiency. The patients clinical state prior to initiation of support was st-segment elevation myocardial infarction. The patient has a known aortic aneurysm in the area of the descending aortic arch. A wire and pigtail catheter could be introduced into the ventricle without difficulty. The pump could only be advanced as far as the descending aorta. The pump could not pass the aortic arch and the aortic valve. After several cautious attempts, the pump was explanted. The patient did not sustain any injury from the implantation and could be stabilized with catecholamines. The materials have been discarded and no images of the implantation are available.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in d3. Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4. Upon review, the serial number has been updated.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the delivery issue was determined to be patient condition related to the patient¿s anatomical condition as the patient has a known aortic aneurysm in the area of the descending aortic arch.